Event description:
In late (B)(6), a patient suffering from amyotrophic lateral sclerosis paid a large amount of money to be treated in the (B)(6). According to his wife, immediately after the treatment he was found to have hypertension and hypoxia. He was admitted to a local hospital where he died unexpectedly a few days later. This is the second death I am aware of that is closely associated with the off-label treatment being offered at the btt (brain thermal tunnel) institute. Diagnosis for use: I am not aware of any approved indication.